Event description:
It was reported that during service and repair pre-testing the foot control device had a "cable damage." The device was not used in surgery as the reported condition was discovered during testing. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned. Reliability engineering evaluated the device. A functional assessment was performed and the device passed all operational specifications. Therefore, the reported condition was not confirmed. If additional information should become available, a supplemental medwatch report will be sent accordingly.